Manufacturer narrative:
(B)(4)

Event description:
A patient reported that a surgeon implanted an implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient reports they are having halo/glare issues. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.